Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during routine follow-up this pacemaker was found to have declared end of life (eol). The physician noted that the device showed 2-3 years remaining longevity during an interrogation approximately 12 months earlier. The patient was admitted to the hospital pending a revision procedure to replace the device. Prior to replacement, the device was interrogated once more. It was found that the last threshold test had been performed approximately 4 months earlier measuring 1.3v with potential programming changes at that time; no subsequent threshold daily measurements could be found and the device output was 3.5v at the time of revision. The device was explanted and replaced. Additional device data was later provided to boston scientific technical services (ts) for review. It was discussed that the device was operating near a battery status boundary and the reported changes in lead measurements contributed to the observed longevity changes. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.